Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information was provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the coordinator, who reported that the patient had prk performed in the left eye, eleven days after the event date.

Manufacturer narrative:
Evaluation summary: although it was requested, no patient file was provided; therefore, it was not possible to identify which treatment was related to the reported event. A review of logfile for the day of treatment showed that the three system test for vacuum, energy and ablation were executed by the user without any problems. No energy problems were found during the treatment day. Some 19 treatments were finished without issues. During the ninth and eleventh treatment the message ¿vacuum pumps stopped, treatment is canceled¿ occurred and it indicated that the user pressed the right foot switch (vacuum pedal) to turn off the vacuum. The following treatment was interrupted as the error message ¿scanner error ¿and error message ¿patient release activated ¿ occurred. The system was restarted and the all other following treatments were finished with no error at that day. The reason for the scanner error and error "patient release activated" could not be determined, according to the logfile. With provided information the root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A surgery coordinator reported that during flap creation in one eye, the laser stopped cutting at twenty percent. Since the flap was incomplete, the procedure was aborted. In a follow up, the coordinator reported that the patient returned approximately one week later, and had lasik treatment completed with an alternate method: photorefractive keratectomy (prk).